Event description:
The patient was admiited for a coronary angiogram. The target lesion was the posterior descending artery and the proximal left anterior descending artery. The lesion was a de novo, concentric, diffused and bifurcated, but not calcified. Aha/acc classification of the vessel was a type c. There was 64% stenosis. The diameter of the vessel was 2.07mm and length was 31mm. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.5/15mm) at 12 atm. Inflation time unknown. The 1st cypher stent (2.5/23mm) was implanted at the distal end of the posterior descending at 18atm within 15 seconds. The 2nd cypher stent (3.0/18mm) was implanted at 20atm within 15 seconds at the proximal end of the initially implanted cypher stent with overlap. Post-dilation was conducted with a balloon (2.75/15mm) at 18atm. Inflation time unknown.